Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0fssx, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was indicated that a day prior to the day of the call and the morning of the call patient noticed problem with the program. It was indicated that program was at program 4 at 0.0 and however the stimulation was off. It was indicated that patient increased to 2v then decreased to 1.9v. It was noted that a day prior to the call patient experienced incontinence and loss of therapeutic effect. Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the healthcare provider. It was noted that patient received assistance from their manufacturer representative and her concerns were resolved. It was also indicated that patient did not have concerns with their device or therapy. The patient appointment were scheduled for (B)(6) 2014. A follow-up report will be sent if additional information becomes available.